Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: (B)(4), batch: 2000006761/ 15973350.

Event description:
It was reported that the patient underwent an explant procedure wherein all devices were removed for an unknown reason. The explanted devices will not be returned.

Event description:
It was reported that the patient underwent an explant procedure wherein all devices were removed for an unknown reason. The explanted devices will not be returned.